Manufacturer narrative:
A steris service technician inspected the harmony vled surgical lighting system and discovered that the screw securing the suspension spring arm and lighthead yoke was missing. Upon installation, a locking segment is inserted within a slot of the suspension spring arm and lighthead yoke to retain the lighthead yoke in place. A securing sleeve is then placed over the locking segment to keep it secure, followed by the installation of a screw to firmly hold the securing sleeve in position. The technician could not determine how the screw was missing from the lighthead. The harmony vled surgical lighting system operator manual states (6.3) "routine inspection- inspect entire installation for any signs of damage or misaligned parts. Inspect ceiling hub mount to ensure ceiling fasteners are tight and that fixture is properly supported." The harmony vled surgical lighting system was manufactured in 2012 and is not under a steris service contract for preventive maintenance; the user facility is responsible for all maintenance activities. The technician made the necessary repairs to the lighting system, tested the lighting system, found it operating according to specification, and returned it to service. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that during a patient procedure their vled surgical lighting system detached from the suspension spring arm and fell to the floor. Two employees received medical treatment, but it is unknown what type of medical treatment was administered. The procedure was cancelled and rescheduled for another day.